Event description:
It was reported that the patient had small p-waves and undersensing leading to loss of bi-ventricular pacing. It was now observed there was far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2007; 6949 implantable tachy lead (B)(6) 2007. (B)(4).